Event description:
Murray arthroscopy tubing not working. The nurse said it plugged in just fine, but the surgeon said it was not working correctly on his end, connection-wise. Product number is c7122. Lot number is 202303224. Manufacturer response for arthroscope, apex (per site reporter). They have not replied yet - plan to return item for evaluation.